Event description:
A report was received that a patient was scheduled to have his ipg moved to a different location because his pocket site was irritated. During the procedure, the ipg site looked infected, therefore, the physician elected to explant the patient's entire precision system. The patient's ipg site was red with pus and a cloudy fluid. A culture was taken and revealed mrsa. The patient is being treated with oral antibiotics for 3 weeks to a month. The infection was local and the patient is reportedly doing well.